Event description:
The customer reported regarding the absence of no delivery alarms. Troubleshooting was performed. Assisted the customer to remove the infusion set from her body and to run a fixed prime test. The insulin did exit. Performed a high pressure test and the device did not alarm no delivery. Instructed the customer to replace the tubing and to repeat the high pressure test, but the device still did not alarm. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.